Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, numerous automatic mode switching and atrial noise reversion episodes were observed upon interrogation. Technical support suspects atrial lead damage and recommends provocative testing to confirm suspected damage. The physician has opted to monitor the patient remotely. The patient is stable.

Event description:
Further information was received indicating the patient presented to the emergency room following a device vibratory alert. Upon interrogation, automatic mode switching episodes were observed due to noise on the atrial channel. The device was reprogrammed and the patient was stable.